Event description:
It was reported that a patient presented to the emergency room (ER) with bradycardia and altered mental status. Upon interrogation, it was noted that the pacemaker could not be interrogated and exhibited an inappropriate magnet response. The pacemaker was subsequently explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate and inappropriate magnet response were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, resulted in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.